Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Our sales rep, reports that a nail was found to be broken in the area of the lag screw hole. No product was received. No further information was received.